Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited high capture threshold. An x-ray was performed, and rv lead dislodgement was noted. On (B)(6) 2026, the physician repositioned the rv lead. The patient condition was stable.